Event description:
Healthcare professional reported right side "capsular contracture grade IV, pain, outpouring and lymphorrhoea. The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening curved in the anterior and white particles. A weight test of the device was verified and the device was overweight. A microscopic analysis was performed which identify: one opening curved striated assessed as surgical damage. Based on the device analysis the final assessment is one opening curved striated assessed as surgical damage. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: capsular contracture grade IV, pain, outpouring and lymphorrhoea.